Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. D10: two pedicle screws with set screws, unknown manufacturer from prior surgery on unknown date. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00186 through 3012447612-2026-00188.

Event description:
It was reported that a revision surgery was performed to address disengagement of the rods from the screws at s1, apparent pseudarthrosis at l5-s1, and limited fusion at other lumbar levels. The post-operative diagnosis included hardware failure with fracture of the left l1 screw and dislodgement of the rods bilaterally at s1. This is report two of three for this event.